Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-oct-23. The patient had an appointment on (B)(6) 2017. The patient was wanting to recharge when it was nearing empty. Therefore, they have the recharger directly over the implantable neurostimulator (ins) and do not use the belt. The patient was told to recharge when the battery was half full to decrease the recharge time. The battery heating has been resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
Received clarifying information and was updated from adverse event and product problem to only product problem. Other applicable components are: product ID: pnma01411a004, product type: recharger, product ID: 97754, (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturing representative (rep) clarified that it was the recharger that had overheated two times since their implant date (battery pack refering to recharger rather than the ins). There were no external factors reported that may have led or contributed to the issue. It was reported that the patient¿s recharger was checked and everything was functioning properly. It was indicated that the patient was waiting until the battery was nearly depleted before they recharged their ins and they were toldto charge on a more frequent basis so that they would not have the recharger on their skin for an extended period of time. It was reported that the issue was resolved at the time of the report. It was indicated that the healthcare professional (hcp) had a questionnaire regarding this event, which they would be submitting. No surgical intervention occurred or is planned. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Additional concomitant medical products information references the main component of the system and other applicable components are: product ID: (B)(4), serial# unknown, product type: recharger.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that beginning in (B)(6) 2017 their battery pack warms up while charging and they recharge every day. The patient stated that they hold the recharger antenna in place using clothing and do not lean up against a cushion or chair. They use clothing to hold the recharger antenna in place because the recharger belt does not hold the antenna directly over the ins because of where the ins is implanted. The belt does not hold the antenna in place since being implanted. The patient wanted to know when they could meet with a manufacture representative (rep) so they were redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.